Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, inratio2: 1.2. Date: (B)(6) 2012, inratio2: 1.4. Date: (B)(6) 2012, inratio2: 1.4, home health poc: 4.2, lab: 4.5. Date: (B)(6) 2012, inratio2: 2.8. Date: (B)(6) 2012, inratio2: 1.9, doctor's inratio: 1.2. Date: (B)(6) 2012, inratio2: 6.2, home health poc: 6.02. Bridged from lovenox to coumadin. Patient self tester states that she used her strips and doctor's office used theirs, however, both sets of strips had the same strip code, used same finger for both tests. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.